Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the bulb on a 6dct tracheostomy tube was not inflating evenly, resulting in a misshapen bulb. The pt was recannulated before the routine tracheostomy change.